Event description:
Customer he was having issues with the quickserter. Customer reported his blood glucose was over 500 mg/dl. Serter has been used for three or four months. Customer states he has to manually stick, since adhesive will rub off on serter and on skin. No further information reported.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation per specification. Performed insertion test using new lab quick-set. Quick-serter failed per inspection, found quick-serter's barrel walls with excessive glue from quick-set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.